Manufacturer narrative:
(B)(4). No sample available for analysis at this time as tube is still in use. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect cuff related defects to reduce the potential for occurrence during the manufacturing process. If the sample is rec'd at a later date, a summary of the investigation results will be provided in a supplemental report. Info has been added to the database for trending purposes and complaint trends are reviewed (B)(4) to determine if add'l action is required.

Event description:
Caller reported that the tube was in use for a week and half. It was reported that the trach seems to inflate during the day time. Caller noted that it's general practice to use the product longer than 29 days so this tube was not replaced therefore, not available for analysis.